Event description:
It was reported that vessel dissection occurred. The target lesion was located in the non tortuous and non calcified right coronary artery. A 3.00x38mm promus element¿ plus stent was selected to treat the target lesion. While inflating the balloon of the delivery system, dissection was noted in the distal end. The procedure was completed with a 2.75x16mm promus element plus stent. No further patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:  it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).